Manufacturer narrative:
Updating health effect clinical code (e) to only include: 2001, 4580, and 2010. Updating health effect impact code (f) to only include: 4625, 4607, 4614, 4641, and 4639. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4115, 3331, and 4111.

Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.2 - updated to include [x] life threatening b.7 history updated to include: pneumomediastinum, hiatal hernia, gerd, effusion d6a - implant date - added updated f code to include 4617 updated g code to include 788 updated b code to include 4114 replaced c code to reflect 3221 replaced d code to reflect 67 h.8 updated to [x] initial use.

Manufacturer narrative:
The tif physician is not alleging the esophyx device malfunctioned nor is there an allegation the tif procedure contributed to or caused the reported adverse event. The product was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by the hospital staff and is unavailable for return to egs. This is being reported out of an abundance of caution as it is known a patient underwent a tif procedure and was subsequently admitted to a tertiary care facility where medical intervention was performed. It is unknown which tertiary medical care facility the patient was admitted to. The identity of the physician who treated the patient at the tertiary medical care facility is also unknown. Thus, egs is unable to obtain additional information from the treating physician. A follow-up report will be submitted if any additional details are received in the future. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined. It cannot be conclusively determined if the hiatal hernia repair procedure, use of bougie, tif procedure, or a combination of events contributed to or caused the adverse event.

Event description:
A patient underwent a laparoscopic hhr (hiatal hernia repair) procedure followed by a successful tif (transoral incisionless fundoplication) procedure where at least one bougie was used to dilate the esophagus prior to insertion of the esophyx device. Following the successful hhr and tif procedures, the patient was discharged the same day. Two days post procedure, the patient returned to the hospital for an unknown reason and underwent CT scan with contrast. The patient was diagnosed with a leak, pneumomediastinum, and a recurrence of a hiatal hernia. The patient was transferred to a tertiary care facility where the patient underwent an esophagram. The recurrence of a hiatal hernia was confirmed and the patient was additionally diagnosed with an effusion. As of (B)(6) 2023, the patient was discharged and has made a full recovery.